Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis has completed their investigation on the large hem-o-lok clip applier instrument. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier failed to close the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not have additional information to provide on the reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting failure to close the clip, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.